Event description:
A 2.5 mm diameter x 8 mm length endeavor rx stent delivery system was inserted in a pt for treatment of an unk lesion. Vessel morphology is unk. It was reported that the stent was successfully deployed; upon deflation of the stent delivery balloon it was unable to deflate. The physician encountered difficulties and after several attempts the stent delivery system was removed (MFR report# 2953200-2008-00027). A second endeavor stent was successfully implanted and upon removal of the stent delivery system, the physician encountered the same problem. The stent delivery system was successfully removed after several attempts. The pt is reported to be okay and no additional clinical sequelae were reported. Please note that this device is distributed outside the unites states; however, it is similar to the unites states distributed product.

Manufacturer narrative:
Evaluation results: (lack of info, device was not returned for evaluation).